Event description:
Patient presented at ed. Upon surgical intervention, a bowel obstruction was noted with lead entanglement. Wires were removed, but leads remain in the stomach and battery in the pocket. Battery was turned off. Patient presented with leads wrapped around bowels; system explanted and patient allowed time to heal before re-implanting. No further action to be taken.